Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3: it was reported that the some of the streamline bloodline set for dialog as missing the caps at the end of the heparin line. As a result, the devices have been leaking during treatment causing blood to leak on the floor. The leakage was noted right away, the staff had to stop the machine - resumed treatment with a new line. There was no harm to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.